Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The family did not complain about a poor hearing sensation nor noticed any change of behavior of the patient; however, during last follow-up visit, a poor audiological response was detected. Further checks have been recommended and re-implantation will be considered.

Manufacturer narrative:
According to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
The family did not complain about a poor hearing sensation nor noticed any change of behavior of the patient; however during last follow-up visit a poor audiological response was detected. Re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The family did not complain about a poor hearing sensation nor noticed any change of behavior of the patient; however during last follow-up visit a poor audiological response was detected. The patient was re-implanted.